Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation records alleges pain, injury, tissue bone destruction, wear and excessive amounts of cobalt and chromium. Doi: (B)(6) 2007. Dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  h10 additional narrative: added: a2 (dob), a3, b1, b5, b6, b7, d4, g4, h4, h5, h6 (clinical code). UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2b, d3, d10, g1, h6 (medical device problem and impact code). H6 impact code: the code for device revision or replacement (f1905) is now being retracted.

Event description:
After review of medical records patient was revised to addressed failed metal on metal right hip arthroplasty. Upon incision there was notable scarring in the area. All heterotopic ossification were also excised. There was notable synovitis throughout the hip. The trunnion showed some signs of metal wear with a thick ring of black material seen at the base of the head. Doi: (B)(6) 2007. Dor; (B)(6) 2021. Right hip.